Manufacturer narrative:
At this time the customer contact will not be returning the device for investigation. If the device is received, a f/u report will be submitted. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver morphine 30mg/30ml, at an unspecified rate. It was reported that during manual priming of the tubing set prior to pt use, an unspecified volume of solution leaked from below the flange of the injector of the tubing set. No specific details were provided. The tubing set and the vial were replaced and the therapy was initiated. Though requested, no add'l info was provided.